Manufacturer narrative:
This MDR is related to ge healthcare complaint number (B)(4). The ge svc rep verified 404 table error indication and found a bad 5vdc power supply on the table sensor pcb. He put the table sensor pcb on order for a f/u svc call. The rep removed and replaced the table sensor pcb and performed operational checks. The sys checks good and operates as intended.

Event description:
The customer reported that the sys reports a 404 table error.